Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level 50 mg/dl. The customer experienced different blood glucose level of 70 mg/dl and 180 mg/dl. The customer treated low blood glucose with coke. The customer did not report any symptoms for low blood glucose level. The customer stated that insulin pump had insulin flow blocked alarms. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.